Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015. A laparoscopy was performed and "at the right posterior cornual region was a focus of circumferential blanching, approximately 5-7mm in diameter with a central perforation. On inspection of the bowel, a superficial thermal injury was identified. This was managed conservatively and the patient is being observed. She has had no further interventions".